Manufacturer narrative:
Broken screw was not returned. There was no change of design and material that may contribute to the breakage of screw after registration of optima polyaxial screws and the performance of them was verified through tests during development. Lot, a14e131 was manufactured in 2014 and it was identified that polyaxial screw met the specification on drawing. Chemical composition of used titanium alloy was within requirements of astm f136 standard.

Event description:
This event occurred in (B)(6). The patient underwent surgery implanting polyaxial screw 6.0x40 at l5/s1 to treat lyric spondylolisthesis. Surgery was performed on (B)(6) 2015. After surgery, the patient experienced pain over a lengthy period. It was identified that one screw broke at base of tulip (head of screw). It was the left s1 screw. Unable to determine the amount of fusion that had occurred before the screw breaks. All 4 screws including a broken screw were removed from the patient via revision surgery on (B)(6) 2016 and no metal work was replaced. The patient stopped smoking in (B)(6) 2015 prior to his surgery, he is not a diabetic.